Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after received a control panel of arctic sun device back from repair twice with a broken bezel , upon reinstalling the panel on the device the device booted to an alarm 107 (non-recoverable system error - graphic user interface communications lost with control module monitor processor). Discussed that was indicative of the processors unable to communicate with the control panel. Stated they checked the wiring and felt it was connected correctly. Stated they would bring the device back under warranty in light of the recent shipping problems but stated that if it was found the panel wasn't assembled correctly to the machine or if some other component was found to be faulty, an updated quote would be provided at that time. Per sample evaluation results on 14feb2024, it was reported that the arctic sun device unit was primed to fill in decontamination and shell plastic plug were broken off.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after received a control panel of arctic sun device back from repair twice with a broken bezel, upon reinstalling the panel on the device the device booted to an alarm 107 (non-recoverable system error - graphic user interface communications lost with control module monitor processor). Discussed that was indicative of the processors unable to communicate with the control panel. Stated they checked the wiring and felt it was connected correctly. Stated they would bring the device back under warranty in light of the recent shipping problems but stated that if it was found the panel wasn't assembled correctly to the machine or if some other component was found to be faulty, an updated quote would be provided at that time. Per sample evaluation results on (B)(6), 2024, it was reported that the arctic sun device unit was primed to fill in decontamination and shell plastic plug were broken off.